Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 14.7 mmol/l at the time of the incident. Troubleshooting was performed and the display did not return. It was reported that the insulin pump stopped beeping but it was vibrating without a battery. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device not received stuck in manufacturing mode. Device passed the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. No unexpected blank display anomaly noted. However device received with high sleep current due to moisture damage on electronics assembly. Device received with moisture damage noted on motor, vibrator motor or battery tube assembly. Device received with cracked retainer, cracked battery tube threads, cracked case at battery tube side, minor scratched display window, broken reservoir tube lip and scratched case.